Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that the onetouch ultra meter was not powering on and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. This complaint is being classified based on information obtained from lfs customer service. The power issue first occurred the same day, morning (the day before the patient contacted lfs). The patient claimed she developed symptoms of feeling shaky the next morning; however, it was noted that the patient did not receive any form of treatment. It would be helpful to know how often the patient was testing with the subject meter prior to the power issue, what diabetes medications, if any, the patient takes, and if the patient made any adjustments to her usual diabetes care routine, due to the power issue. It would also be helpful to know if the patient had any other health conditions that would contribute to her symptoms. According to the troubleshooting performed by customer service, the reported issue was resolved. Replacement products were still sent to the patient. There was no indication that the product malfunctioned. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms suggestive of severe hypoglycemia after the power issue began; however, the patient reportedly did not receive any form of medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.